Event description:
It was reported that pump displayed continuous glucose monitor error and caller experienced cgm error 42 with g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, and error did not appear again after reset; no further actions were reported.